Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with an infusion set, with continuous glucose monitor (cgm) values in the 300 mg/dl and a concurrent fingerstick reading in the 200 mg/dl. The user had acknowledged and then resolved occlusion alarms, later ran out of insulin, performed a supply change, and experienced extended cgm signal loss that resolved after the change, after which glucose trended downward. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to treatment or therapy without medical intervention. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an obstruction of insulin flow associated with the connector or coupler, consistent with a deformation problem, and the event resolved after the supply change. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.